Event description:
It was reported that post-paced t-wave oversensing was noted on a remote monitoring transmission. There were no adverse health consequences, the patient was stable. No programming changes made at this time.